Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for embedded fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that black foreign matter was found in the bd vacutainer® sst¿ ii advance plus blood collection tube gel before use. The following information was provided by the initial reporter, translated from japanese to english: "black fm was in the gel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd vacutainer® sst¿ ii advance plus blood collection tube gel before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "black fm was in the gel."